Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report that a male patient was treated in 2017 with coolsculpting to the lower abdomen and flanks and may have developed paradoxical adipose hyperplasia (ph). No additional information from the patient or the practice has been provided (a 2019 coolsculpting treatment was provided and referenced cn-(B)(4)).

Event description:
Allergan aesthetics received a report that a male patient was treated in 2017 with coolsculpting to the lower abdomen and flanks and may have developed paradoxical adipose hyperplasia (ph). No additional information from the patient or the practice has been provided (a 2019 coolsculpting treatment was provided and referenced cn-019039).